Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump finished the infusion of fluorouracil an hour early. No medication was left in the bag when it finished an hour early. The patient was not affected. It was a 46 hour infusion, the starting volume was 93, res vol 4.9 (1.6 remaining in cassette). The pump was used with a 100 ml cassette reservoir. There was no reported adverse event.